Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. Device test failed not confirmed. The following were noted, during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded serial number label and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received, without the original battery cap. Please see below for the first 10 boluses listed on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 00:04:15.000, normal bolus delivered (220); bolus programming method: cl1 micro bolus (5); normal bolus amount programmed: 500 (0.05 u); bolus amount delivered: 500 (0.05 u). (B)(6) 2024 00:09:15.000, normal bolus delivered (220); bolus programming method: cl1 micro bolus (5); normal bolus amount programmed: 250 (0.025 u); bolus amount delivered: 250 (0.025 u). (B)(6) 2024 00:14:15.000, normal bolus delivered (220); bolus programming method: cl1 micro bolus (5); normal bolus amount programmed: 500 (0.05 u); bolus amount delivered: 500 (0.05 u). (B)(6) 2024 00:19:16.000, normal bolus delivered (220); bolus programming method: cl1 micro bolus (5); normal bolus amount programmed: 250 (0.025 u); bolus amount delivered: 250 (0.025 u). (B)(6) 2024 00:24:14.000, normal bolus delivered (220); bolus programming method: cl1 micro bolus (5); normal bolus amount programmed: 250 (0.025 u); bolus amount delivered: 250 (0.025 u). (B)(6) 2024 00:39:17.000, normal bolus delivered (220); bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 250 (0.025 u); bolus amount delivered: 250 (0.025 u). (B)(6) 2024 00:59:14.000, normal bolus delivered (220); bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 250 (0.025 u); bolus amount delivered: 250 (0.025 u). (B)(6) 2024 01:04:16.000, normal bolus delivered (220); bolus programming method: cl1 microbolus (5); normal bolus amount programmed: 250 (0.025 u); bolus amount delivered: 250 (0.025 u). (B)(6) 2024 01:09:17.000, normal bolus delivered (220); bolus programming method: cl1 micro bolus (5); normal bolus amount programmed: 250 (0.025 u); bolus amount delivered: 250 (0.025 u). (B)(6) 2024 01:14:15.000, normal bolus delivered (220); bolus programming method: cl1 micro bolus (5); normal bolus amount programmed: 250 (0.025 u); bolus amount delivered: 250 (0.025 u). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 20:28:11.000, daily totals g670 (63); daily total collection start time: (B)(6) 2024, 00:00:00.000; daily total of all insulin delivered: 187500 (18.75 u); daily total of basal insulin delivered: 43250 (4.325 u); daily total of bolus in sulin delivered: 144250 (14.425 u). There were no auto suspend (12) alarm noted, on the event date (B)(6) 2024, in the pump history file. Please see below for the user suspended (2) alarm listed on the event date (B)(6) 2024, in the pump history file. (B)(6) 2024 09:00:05.000, insulin delivery stopped (30); reason for insulin delivery suspension: user suspended (2); (B)(6) 2024 13:53:58.000, insulin delivery stopped (30); reason for insulin delivery suspension: user suspended (2). Please see below for the pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the pump history file. (B)(6) 2024 16:06:00.000, alarm alert notification (40); fault number: lost sensor 1 alert (780); (B)(6) 2024 21:55:00.000, alarm alert notification (40); fault number: low battery alert (104): (B)(6) 2024 22:10:26.000, battery removed (55). (B)(6) 2024 22:10:26.000, alarm alert notification (40); fault number: battery removed (84). (B)(6) 2024 22:10:37.000, battery inserted (44). (B)(6) /2024 13:19:16.000, alarm alert notification (40); fault number: sensor error alert (801). (B)(6) 2024 13:54:18.000, alarm alert notification (40); fault number: sensor error alert (801). (B)(6) 2024 14:29:15.000, alarm alert notification (40); fault number: sensor error alert (801). (B)(6) 2024 14:39:00.000, alarm alert notification (40); fault number: sensor error alert (801). (B)(6) 2024 19:28:00.000, alarm alert notification (40); fault number: lost sensor 1 alert (780). (B)(6) 2024 19:38:00.000, alarm alert notification (40); fault number: lost sensor 1 alert (780). .(B)(6) 2024 19:55:00.000 alarm alert notification (40); fault number: lost sensor 2 alert (781). (B)(6) 2024 20:27:59.000, battery removed (55). (B)(6) 2024 20:27:59.000, alarm alert notification (40); fault number: battery removed (84). (B)(6) 2024 20:28:14.000, alarm alert notification (40); fault number: post reset ram crc alarm (23). (B)(6) 2024 20:28:25.000, alarm alert notification (40); fault number: batt. Out limit (6). (B)(6) 2024 20:28:33.000, alarm alert notification (40); fault number: batt. Out limit (6). (B)(6) 2024 20:28:40.000, battery removed (55). (B)(6) 2024 20:28:40.000, alarm alert notification (40); fault number: battery removed (84). (B)(6) 2024 20:29:10.000, alarm alert notification (40); fault number: post reset ram crc alarm (23). (B)(6) 2024 20:29:21.000 alarm alert notification (40); fault number: batt. Out limit (6). 04/17/2024 20:29:29.000 alarm alert notification (40); fault number: batt. Out limit (6). Earliest power data available, per the power management tool/detail trace file is on (B)(6) 2024, 7:51:00 am. There was no power data available for the date of (B)(6) 2024, 21:55:00.000. Unable to check power data for low battery alert. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected, due to the battery removed for more than 10 minutes and the pump reset. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Lost sensor 1 alert (780): not confirmed. Low battery alert (104): unknown. Sensor error alert (801): not confirmed. Pump error 23: not confirmed. Batt. Out limit (6): not confirmed. The pump passed, the functional testing. Unable to confirm, alleged high bgs. Device test failed not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed. The customer reported a high blood glucose value of 32 mmol/l. The customer reported diabetic ketoacidosis, hyperglycemia, and headache and was treated with manual injection/insulin pen. Customer has been using the insulin pump system and the auto mode was active within 48hrs of reported high blood glucose event. The event involved product(s) mmt-1881. Troubleshooting was performed but failed on repeated high-pressure test. No further patient complications were reported. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.